Event description:
This was reported as a general comment that there have been cuff misses when using the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event of (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.